Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy event description: the surgeon began ligating the cystic duct and cystic artery surgeon tried to ligate with clip applier, and the first product did not work at all. She did not get any clips from the device. She has to use two other clip appliers to finish the surgery. In the second and third clip appliers, the clips did not worked perfectly. Some of them did not close enough or the clips were bent. They had to use three products to finish the surgery. No clinical impact to the patient. They used three pcs of the product. It is not known which other instruments were used when the complaint event occurred. Information received from applied medical representative via email 15sep23: the clip was on the cystic duct and artery. The clip fully loaded when they could load, sometimes it did not load at all. The trigger was squeezed ¿plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. The clips did not close at all, or sometimes the clip crossed at the tip. Information received from applied medical representative via email on 19sep2023: the clips scissored. Patient status: no patient injury intervention: change of device

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the surgeon began ligating the cystic duct and cystic artery. Surgeon tried to ligate with clip applier, and the first product did not work at all. She did not get any clips from the device. She has to use two other clip appliers to finish the surgery. In the second and third clip appliers, the clips did not worked perfectly. Some of them did not close enough or the clips were bent. They had to use three products to finish the surgery. No clinical impact to the patient. They used three pcs of the product. It is not known which other instruments were used when the complaint event occurred. Information received from applied medical representative via email 15sep23: the clip was on the cystic duct and artery. The clip fully loaded when they could load, sometimes it did not load at all. The trigger was squeezed ¿plastic to plastic". The surgeon fully skeletonized the vessel prior to using the clip applier. The surgeon did not use the clip applier to skeletonize tissue. The clips did not close at all, or sometimes the clip crossed at the tip. Information received from applied medical representative via email on 19sep2023: the clips scissored. Patient status: no patient injury. Intervention: change of device.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.